Manufacturer narrative:
B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported through a legal claim that a patient underwent laparoscopic ventral hernia repair in b)(6) 2016 and mesh was implanted. A few weeks after surgery, the patient began to experience pain at the surgical site (pinching/pulling sensation). The patient could see a bulging in abdomen. Pain and discomfort increased in severity. Patient was assessed by surgical specialist and advise the hernia mesh had stretched out and the hernia had recurred. Patient was advised to have corrective surgery to remove mesh and repair hernia. Patient had to wait one year from original surgery to reduce risk of surgical complications. Corrective surgery has been scheduled, no date provided. No additional information was provided.